Event description:
Patient representative reported left side "small coarse calcification, severe allergic crises, abscesses, recurrent inflammation, left breast capsule" fibrosis, moderate, chronic inflammation", "psychological trauma of facing invasive medical procedures". Also reported "probably and oily cysts" which is deemed not related to the device. Device has been explanted. Treatment: device removal, entire anterior capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of hypersensitivity/ allergic reaction - delayed and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hypersensitivity/ allergic reaction - delayed and abscess.